Event description:
It was reported by the customer that a bd pyxis anesthesia es system is showing up admin page during a interventional radiology procedure causing a 30 minute delay to patient care. Customer added that the nurse unable to access the application even after restarting the station. The customer confirmed that there was no harm done to patient as they rebooted the station to remove the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-feb-2022 to 26- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue resolved after customer reboot station. The technical support specialist applied (B)(4) and rebooted the station to resolve the issue. The system functioned as intended after being troubleshooted by the technical support specialist.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system is showing up admin page during a surgery. Customer added that the nurse unable to access the application even after restarting the station. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b5 - updated the describe event or problem. Section h6 - changed health effect - impact code from no health consequences or impact to delay to treatment/ therapy and updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. The system functioned as intended.

Event description:
Customer stated that the affected procedure was interventional radiology procedure and there was a 30-minute delay to patient care. The customer confirmed that there was no harm done to patient as they rebooted the station to remove the required medications.